Event description:
The physician was attempting to deploy a 2.5 mm diameter x 18 mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in a patient located in the lad. It was reported that the lesion exhibited 80% stenosis with moderate tortuosity and severe calcification. It was reported that the physician was unable to cross the lesion. The device was returned to the manufacturing facility and the stent was noted to be damaged. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation: results: (stent deformation and failed to deliver device). Results and conclusion: (patient lesion morphology; 80% stenosis, moderate tortuosity and severe calcification). Evaluation summary: the stent was positioned between the marker bands as per specifications. The 10th and 11th proximal stent segments were flattened resulting in deformation of the struts. No further damage was noted. Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product ((B)(4)).